Event description:
The customer reported that their device would no longer boot properly. During the device boot-up process, the device locks up and then restarts. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed therapy pcb assembly and determined that the cause of the reported failure was due to a failure of an integrated circuit chip, designator u7.